Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and drive support cap was loose. The customer's blood glucose value was 599 mg/dl. The insulin pump was not exposed to high magnetic field and customer declined motor position encoder error. The alarm history was reviewed and there was more than one motor error alarm within any 30 days present. The customer was advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.